Event description:
On (B)(6) 2018, a midline catheter was ordered for this pt. The peripherally inserted central catheter (PICC) rn assessed veins via ultrasound. The left cephalic vein deemed to be appropriate size and compressible up to the armpit. Procedure explained including risks / benefits to pt. Site prepped using sterile technique per protocol and ins guidelines. Vein accessed and needle tip visualized inside of vein. Advanced guide wire without difficulties. When advancing catheter encountered resistance. Catheter and guide wire removed and it was observed that the tip of the catheter was not present. Rn immediately notified critical care md who came directly to bedside and visualized catheter tip by ultrasound. Vascular md consulted and pt taken to interventional radiology where catheter tip was successfully removed by cutdown. Full disclosure to pt and family by critical care md.